Event description:
It was reported by service report that the caster was bent down on the wheel causing it to lock up. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Caster.